Event description:
Pre-op diagnosis = carcinoma of the prostate with bilateral stents. Post-op = left stent easily replaced. Right stent was broken in 2 pieces, was in the ureter, & unable to be removed. Unknown as to when stents were placed.